Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced pericardial effusion and the physician thought it was caused by the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.